Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 360 mg/dl. The customer also reported that the insulin pump was not working properly and was under delivering. The customer's blood glucose was 393 mg/dl at the time of call. Troubleshooting was performed. The customer stated that the insulin pump was still not working. The insulin pump will be returned for analysis.